Event description:
Customer's friend reported customer was hospitalized for diabetic ketoacidosis. This happened around mid july. Customer stated that her insulin pump was clogged and customer did not receive insulin for three days. She was taken to the hospital and released from the ICU around (B)(6) 2014. Customer expressed dissatisfaction with mio infusion sets. She said she has been on insulin pump therapy for three years, and this is the second time this has happened with mio infusion sets. Customer has reverted to manual injections. Customer did not provide any further information. Several attempts were made to contact customer for more information, but they were unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.